Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number m42327700, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the toothbrushes broke in half while using them. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number m42327700, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the toothbrushes broke in half while using them. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number was updated from m42327700 to unspecified. A lot number provided by the consumer was invalid. A sample was requested but had not been returned. A review of the trending data by product family reach total care plus whitening toothbrush for breaks/falls apart with use and for potential malfunction revealed no adverse trends. An increase was noted and attributed to an increase in shipment quantity. There were no related manufacturing or facility issues found within in a (B)(4) review period prior to the alert date of the complaint ((B)(6) 2010 to (B)(6) 2012). Design/formula/packaging/labeling changes was reviewed for a (B)(4) review period prior to the alert date of the complaint ((B)(6) 2010 to (B)(6) 2012). A basic handle material change was validated. Based upon an acceptable related manufacturing or facility issue review and related product change history review, lack of a lot number and sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined. Complaint trends would continue to be monitored. This report remains as a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number m42327700, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the toothbrushes broke in half while using them. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number was updated from m42327700 to unspecified. A lot number provided by the consumer was invalid. A sample was requested but had not been returned. A review of the trending data by product family reach total care plus whitening toothbrush for breaks/falls apart with use and for potential malfunction revealed no adverse trends. An increase was noted and attributed to an increase in shipment quantity. There were no related manufacturing or facility issues found within in a two year review period prior to the alert date of the complaint (12-oct-2010 to 12-oct -2012). Design/formula/packaging/labeling changes was reviewed for a two year review period prior to the alert date of the complaint (12-oct 2010 to 12-oct 2012). A basic handle material change was validated. Based upon an acceptable related manufacturing or facility issue review and related product change history review, lack of a lot number and sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined. Complaint trends would continue to be monitored. This report remains as a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number was updated from unspecified to 08611sg s2. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number m42327700, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the toothbrushes broke in half while using them. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(6) 2012: the lot number was updated from m42327700 to unspecified. A lot number provided by the consumer was invalid. A sample was requested but had not been returned. A review of the trending data by product family reach total care plus whitening toothbrush for breaks/falls apart with use and for potential malfunction revealed no adverse trends. An increase was noted and attributed to an increase in shipment quantity. There were no related manufacturing or facility issues found within in a two year review period prior to the alert date of the complaint ((B)(6) 2010 to (B)(6) 2012). Design/formula/packaging/labeling changes was reviewed for a two year review period prior to the alert date of the complaint ((B)(6) 2010 to (B)(6) 2012). A basic handle material change was validated. Based upon an acceptable related manufacturing or facility issue review and related product change history review, lack of a lot number and sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined. Complaint trends would continue to be monitored. This report remains as a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: the lot number was updated from unspecified to 08611sg s2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. A sample had been returned. A review of the trending data revealed no adverse trends. An increase in complaint was noted and could be attributed to an increase in shipment quantity. There were no related manufacturing or facility issues found and there were no changes made to the design, formula, packaging or labeling within in a one year review period prior to the date of manufacture of the lot. Retain sample was evaluated and met specification. One toothbrush lot 08611sg s2 was received. The toothbrush was completely broken approximately 1 cm below the thumb grip. Packaging was not returned. The defect observed in the returned complaint sample was not due to a manufacturing occurrence and was manufactured according to the specification and the break occurred due to high compression forces on the handle. During the validation of this product the toothbrush was subjected to overbend testing and no toothbrushes broke. The material of the handle had been changed, validated and released in sep-2012. Based on the information available, this device was used as intended for treatment. The device history review and visual retain evaluation for lot 08611sg s2 was acceptable. No adverse trends have been noted with this product or lot. The returned toothbrush was manufactured according to specification therefore the disposition of this complaint was not confirmed. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.